Event description:
It was reported that on (B)(6) 2008 patient presented for MRI of the lumbar spine without contrast which indicated which indicates mild to moderate multilevel ddd most notable at l4-5 and facet arthrosis.¿ (B)(6) 2008 patient presented for MRI of the right shoulder without contrast which indicated ¿ hypertrophic degenerative osteoarthritis of the ac joint is present, mild acrominal spurring is present calcification is present, joint fluid present and trace fluid in the subacromial bursa also seen.¿ (B)(6) 2008 patient presented for MRI of the lumbar spine without contrast which indicated ¿ moderate posterior broad based disk bulge at the l4-5 level which combines with bilateral facet and ligamentum hypertrophy to cause moderate to severe central canal stenosis and moderate bilateral neuroforaminal stenosis. Correlation with the patients symptoms is recommended, and mild posterior broad based disk bulge at the levels of l1-4 and l5-s1 and mild to moderate neuroforaminal stenosis.¿ (B)(6) 2008 - op report ¿ per medical records patient underwent ¿alif l4-l5, l5-s1; peek intervertebral body replacement cages l4-l5, l5-s1; bone marrow aspirate; bmp and l5-s1 bone marrow aspirate was mixed with mastergraft and inserted in a bmp, burrito rolls were made; peek cage was inserted into disk space and anterior lumbar interbody arthrodesis was performed using bmp, bone marrow aspirate with mastergraft. L4-l5 peek scient'x cage was used for bmp, bone marrow aspirate and mastergraft for anterior lumbar interbody arthrodesis.¿ (B)(6) 2008 - op report ¿per medical records patient underwent ¿ bilateral plif l4-l5, l5-s1; transpedicular segmental instrumentation l4-s1; bone marrow aspirate; bmp; local autograft, and bone marrow aspirate was mixed with grafton flex, local autograft, bmp; burrito was made with bmp, placed on bilateral gutters l4-l5, l5-s1.¿ (B)(6) 2008 - patient presented to hospital for f/u. Per medical records patient c/o ¿chronic low back pain with spinal enthesopathy; taking narcotic analgesics.¿ (B)(6) 2009 - patient presented to hospital for f/u. Per medical records patient c/o ¿chronic low back pain; lumbar radiculopathy; chronic continuous opioid dependence.¿ (B)(6) 2009 patient presented to hospital for f/u. Per medical records patient c/o leg pains and cramps with swelling. Medical records state ¿ the patient has hypertension which has not been appropriately controlled, polyneuropathy that can be causing the patients leg pains, copd is stable, and peripheral vascular disease in lower extremities with some pad.¿ (B)(6) 2009, (B)(6) 2010, (B)(6) 2011 patient presented to hospital for f/u. Per medical records ¿the patient has a fall and xrays show nothing is broken, aortic atherosclerosis is present, chronic stable angina, coronary artery disease is currently stable, chronic back pain with previous surgery, chronic opiod dependence wand gi bleed with positive hemoccult study.¿ (B)(6) 2010 - patient presented to hospital for f/u. Per medical records ¿ddd, on narcotic analgesics.¿ (B)(6) 2011 patient presented to hospital for f/u. Per medical records the patient has chronic angina, hypertension, copd, dyslipidemia and ckd iii with hypertension. (B)(6) 2011 patient presented to hospital for f/u. Per medical records ¿the patient has tia and is already on blood thinners, blood pressure meds will be adjusted. Patient also has chronic stable angina and needs to continue meds and f/u with cardiologist and chest pain symptoms could be related to patients diet. And patient has dyspepsia as well. (B)(6) 2011 - patient presented to hospital for f/u. Per medical records c/o low back pain; opioid dependence (B)(6) 2011 patient presented for f/u post-op. Per medical records patient developed acute renal failure and is recovering well otherwise. Hypertension is not under control and was advised to continue meds for multivessel coronary artery disease. (B)(6) 2012 patient admitted to the hospital with c/o chest pains. (B)(6) 2012 - narcotic analgesics (B)(6) 2012 patient presents for - xr l-spine ¿which revealed ¿mild intervertebral disc space narrowing, l3-l4; ventral osteophyte formation l3-l4.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.